Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the lead was put through the wrong size introducer sheath causing the lead not to advance or retract from the sheath. When the lead was removed it appeared that the distal coil was stretched. The physician did not feel comfortable implanting the lead so another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.